Manufacturer narrative:
Findings: reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor failed per specifications due to low readings.

Event description:
It was reported that the customer had high blood glucose levels of 260 mg/dl. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated even though it was not supposed to. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of about 53 mg/dl where the actual blood glucose level was about 260 mg/dl. Troubleshooting was done. No additional information was provided.